Manufacturer narrative:
Concomitant medical product: unk medtronic stylet: (B)(6) 2019. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the stylet insertion test was performed twice using gray 58cm and j gray 58cm. Stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after removing a straight stylet from the lead in order to utilize a curved stylet, the second stylet could not be advanced into the lead lumen. The physician stated that it felt tight while removing the first stylet. After trying a few times, it was decided another lead would be used. In the process, the physician had to regain subclavian access. No patient complications have been reported as a result of this event.